Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported that an endurant limb was used to extend a 1620x124 by 4cm into the left common iliac artery. It was reported that the physician ballooned the limb and an angiogram was performed. It was observed that a stenotic lesion approximately 15 mm proximal to the distal aspect of the extension limb had perforated/ruptured the vessel. The perforation/rupture was covered by an endurant cuff however a type IV endoleak was observed, with contrast slowly moving into the retroperitoneal cavity. The physician decided to re-line with another endurant iliac limb and this completely resolved the issue. The cause of the event, as per the physician, was anatomy related, due to the stenotic, calcified and thrombosed lesion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the ruptured left iliac artery could not be determined from the pre-implant films provided. Images during implant were not provided and the reported events could not be assessed, and post-implant CT¿s were not provided. Pre-implant CT¿s revealed that the proximal neck was severely calcified and angulated ~85 deg rt-lt. The iliac arteries were non-tortuous but extensively calcified bilaterally. The left common iliac artery diameter ranged from 20 ¿ 17 ¿ 13mm along the 6cm length, and the left external artery diameter measured 6cm. It appears likely that ballooning within the small diameter, stenosed, and calcified vessel likely contributed to the vessel perforation. The reported type IV endoleak was likely caused by fabric porosity. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.